Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned.

Event description:
It was reported the patient received the following results within 10 minutes: 23 mg/dl on an active meter and 90 mg/dl on an unknown roche meter.